Event description:
Hypoglycaemia(hypoglycaemia). Case description: analysis result: product 1; novopen 300, lot no: mv40291. Device conclusion: technical examinations were performed. The dose accuracy was measured by weighing. The penfill cartridge returned with the delivery device was used. Dose no. Value1 18.22 20.23 20.04 19.35 18.86 20.27 19.88 19.19 19.510 20.6 the result was within acceptable limits. During testing of the device it has not been possible to detect any irregularities. Product 2: novorapid chu 300. Lot no: rw50726. Drug conclusion: the returned product was examined macroscopically. Furthermore, the parameters identity, eassay, degradation, and insulin aspart related impurities were examined. The product was found to be normal. The results were found to comply with specifications. The pt was using lantus (insulin glergine), which was also a suspected product. Follow-up info received in 2006. Since the last submission the following has been updated. Analysis result: statement about lantus being suspect.

Event description:
"Hypoglycaemic coma", concerns a patient treated with novorapid (insulin aspart) and novopen 3 (insulin delivery device), due to type 2 diabetes mellitus. On an unknown date, the patient experienced an event of hypoglycemia (described in MFR. Report #9681821-2006-00012). After that, he increased his dose of insulin and as a result he expereinced hypoglycemic coma in 2006. The patient was hospitalzied and treated with "intravenous hyperalimentation." The patient recovered completely the same day. Reportedly, the patient suffered from insulin resistance. At the time of teh event, the doctor prescribed him 8iu of novorapid 300 with novopen 3 before every meal and 6-8iu of lantus (insulin glargine) with an opticlick device, however, he changed the dose by his own judgement. In jan-2006, his blood glucose levels were 110mg/dl in the morning, 105mg/dl at 11:00, am ., and 149mg/dl in the afternoon. In 2006 at 8:30 a.m., he was found unconscious by his family and transported to the hospital. On admission, his consciousness recovered to 1-10 after taking sugar. His blood glucose level was 35mg/dl. He was diagnosed with hypoglyacaemic coma. His blood glucose level increased to around 120mg/dl during the hospitalisation. Lantus chu and opticlick were also suspected and returned to aventis for analysis all insulin prodcuts were withdrawn and the patient started treatment with diet therapy only. His weight decreased to 92kg. Because hba1c in november was high, the patient had to be careful not to eat too much at lunch and dinner.